Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a compromised sensor force system alarm while in (B)(4). Customer stated that it occurred during a set change. Customer was advised to disconnect from the pump. Customer has been disconnected since friday. Drive support cap appears to be normal. Customer stated that the pump was not bumped or dropped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.